Event description:
It as reported that the ventilator generated an, "o2 concentration high" alarm while connected to a patient. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The reported problem about high oxygen concentration alarm was not reproduced during on-site troubleshooting. As a precaution, the air and oxygen gas modules, which regulate the inspiratory air and oxygen gas flows to the patient, were replaced. The parts were returned for investigation. The reported issue was not reproduced during testing of the returned parts in a reference ventilator. Performed pre-use checks tests passed without deviation and no alarms were generated during ventilation testing. Evaluation of the received device logs showed that the reported high oxygen concentration alarm was generated intermittently since (B)(6) of 2016. The date of event has been updated accordingly. The logs showed that alarms for low oxygen concentration were also generated. The observed alarms could be due to a measurement error caused by the o2 cell, but this cannot be confirmed since the problem was not reproduced and since the o2 cell was not replaced and returned for further investigation. The root cause for the reported problem could not be determined from this investigation.

Event description:
(B)(4).